Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient's plate broke 6 months post-op. The patient underwent a revision surgery 8 months post-op. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.